Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent migration and positioning difficulties were encountered. Vascular access was obtained via the right radial artery. The target lesion was located in an ostium of the right coronary artery. A 3.50x8mm synergy drug-eluting stent was deployed in the ostium. However, it was observed that the stent was positioned in the aorta and the non-bsc guide catheter slipped inside of it. Since the guide catheter was smaller than the stent, the stent became stuck on the outside of the catheter. Another 3.50 x 12mm synergy drug-eluting stent was attempted to deploy in the ostium; however, the whole system was moving in and out of ostial and the guide also kept engaging and disengaging. The stent was inflated inside the aorta and it got set again on the outside of the guide catheter. The two stents were kind of sitting on the outside of the guide catheter. Subsequently, a 4.5mm balloon was advanced and inflated out the outside of the guide catheter to capture both stents and would not slide off in the moment of pulling them back into the right radial sheath. However, upon pulling the stents back, it seemed that both stents were stuck around the brachial region of the arm and could not be removed. Both stents were left inside the patient's body. No complications were reported in the arm where the stents are at. The ostium was ballooned and the procedure was completed. No patient complications were reported and the patient's status was fine.